Event description:
The incident occurred (B)(6) 2014. IV tubing primed and pt connected to a braun pump at 100cc/hr. After 100 cc had finished this nurse responded to the machine beeping due to need for more volume. This nurse noted a large puddle on the floor and noted fluid bag looked empty. Traced water dripping from inside of pump back to the first bubble on the IV tubing. With only slight pressure tubing is noted to leak. This tubing was not subject to any odd conditions like bolusing or high pressure, and it was its first use. There was no pt harm. The tubing was changed.